Event description:
Dialysis technician reported that 9.5 hours into an ICU cvvh dialysis treatment, for which no anticoagulation was administered, an external filter blood leak was observed. The pt went into ventricular tachycardia and a code was called. Resuscitation was unsuccessful and the pt expired. The user facility medwatch report (#3601800000-2004-9005) indicated that the filter leaked approx 300 to 400cc of blood.